Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient returned the batteries for a unknown reason. No further information was reported.